Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: b5- on 22/aug/2024 the lens was exchanged with a longer length, same model and power lens and the problem was resolved. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -10.00/3.5/025 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a lens rotation not associated with a low vault, refractive change over time, permanent loss of bcva. Reportedly "lens rotation, at several times." The lens remains implanted. The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -10.00/3.5/025 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a lens rotation not associated with a low vault. Reportedly "lens rotation, at several times." The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Addiitonal information: b5- on (B)(6) 2024 the lens was exchanged with a different model, longer length lens and the problem was resolved. H6- health effect- impact code (f): "2199" should be removed and "4629" should be added. Claim# (B)(4).